Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on a 76yrs old female patient has history of hypertension, hyperlipidemia, hypothyroidism, iron deficiency. The results provided were: on (B)(6) 2026 sid (B)(6) initial= 21.29, 28.35, >64.35 pmol/l. Repeated on (B)(6) 2026 on alinity (B)(6) =14.86,14.44 and 15.82 pmol/l laboratory reference range for ft4=9.00 to 19.1 pmol/l; critical=> or =40 pmol/l. There was no reported impact to patient management.